Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned tibial tray and articular surface confirm that the devices are fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. Sem analysis for the tibial tray states that the fracture surface artifacts of beach marks indicate the fatigue failure mode. Xrf analysis found the tibia tray material to be consistent with ti6-4 titanium alloy. Sem analysis for articular surface states that the overall damage appears consistent with a bearing that fractured in bending overload subsequent to losing support from the underlying tibial tray. Medical records were not provided. X-rays were provided but not submitted for review at this time as images are of poor quality and would not enhance the investigation. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00598004702 - tibial component - unknown, 00598801215 - stem extension - 61962017, unknown femoral component. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02495.

Event description:
It was reported the patient underwent knee revision approximately 11 years post implantation due to fractured articular surface and tibial tray.